Manufacturer narrative:
The patient''s dob is unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. The stellarex device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The stellarex device was delivered to the slightly calcified proximal sfa with no resistance. The balloon was pressurized to 8 atm, but did not appear to inflate completely. After inflation, the balloon would not deflate and had to stick a needle in the sfa, resulting in approximately a 15 minute delay. The procedure was completed with no patient injury reported. This adverse event and product problem is being submitted due to the balloon unable to deflate requiring intervention.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and address was updated from the spectranetics corporation, 5905 nathan ln n, plymouth, mn 55442 to philips image guided therapy corporation, 9965 federal drive, colorado springs, co 80921 to match the information on the product label.

Manufacturer narrative:
Blocks d1/ g1: manufacturer address was updated from 9965 federal drive, colorado springs, co 80921 to 5905 nathan lane north, plymouth, mn 55442. This correction was made to align the address with the FDA registration number.